Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate erratic issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on the "morning" of (B)(6) 2011. He obtained glucose results on the subject meter of "91 and 109 mg/dl", done less than 20 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/ or <=20 mg/dl. He denied taking any medications to manage his diabetes and due to the alleged issue on (B)(6) 2011, between 5 -9 am, he had more food/drink. The patient claimed at an unknown time after the alleged issue started her developed "blurry eyes." In response to his symptom, he reportedly self treated with food and drink at an unknown time on (B)(6) 2011. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.